Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon portion of the balloon catheter appeared bent. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the balloon catheter 2af283 with lot 69604 was returned and analyzed. Visual inspection showed that the catheter was intact with no apparent issues. Smart chip verification showed that the catheter has been used for nine applications on date of event. The catheter failed the performance testing due to balloon oval shape during inflation. The push button was not retracting during inflation making the guide wire lumen buckle inside the balloon. The dissection/pressure test showed a guide wire lumen kink inside the balloons at 1.02 inches from the tip. Pressure test of the guide wire test did not show any breach. In conclusion, the guide wire lumen kink was confirmed through testing. The balloon catheter failed the returned product inspection due to the guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.